Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unknown bio - preformed: chronos: sp/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded in 292 patients (148 males, 145 females) for zero-p implants against all other surgical cases recorded within the spine tango registry between 16 january 2012 and 30 november 2020. Final registry report outcome description: general complications: intraoperative. -1 anaesthesiological. General complications- postoperative surgical before discharge. -1 kidney / urinary. -1 liver / gi. -6 not documented. Surgical complications- intraoperative adverse events. -1 nerve root damage. - 3 dural lesion. Surgical complications- postoperative surgical before discharge. -2 other hematoma. -1 radiculopathy. -1 csf leak / pseudomeningocele. -2 motor dysfunction. -1 sensory dysfunction. -2 other. -4 not documented. -1 implant malposition. Reoperations : number of reoperations at any level (27). - 6 adjacent segment pathology. - 3 failure to reach therapeutic goals. -1 implant failure. -1 instability. -6 neurocompression. -2 non-union. -3 other. -1 sagittal imbalance. -15 unknown. Number of reoperations at the same level (4). -2 failure to reach therapeutic goals. -2 neurocompression. -2 non-union. -1 other. This is for depuy synthes chronos. This is report 7 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) to compare usage and outcomes recorded in 310 patients (148 males, 145 females) for zero-p implants against all other surgical cases recorded within the spine tango registry between 2012 to 2023. The following complications were recorded per country (switzerland) general complications - intraoperative: 1 anaesthesiological general complications - postoperative before discharge: - 1 kidney / urinary - 1 liver / gi surgical complications - intraoperative: - 3 dural lesion - 1 nerve root damage surgical complications - postoperative (before discharge): 1 csf leak / pseudomeningocele 2 motor dysfunction 1 other 2 other hematoma 1 radiculopathy 1 sensory dysfunction. Surgery follow-up complications: early (< 28 days) 1 csf leak/ pseudomeningocele 1 fracture vertebral structures 1 implant failure 1 motor dysfunction 1 other. Sub-acute (2-6 months) 2 other . Reoperations: any level: 3 due to adjacent segment pathology 1 due to instability 3 due to neurocompression 1 due to sagittal imbalance 2 due to non-union 2 due to other 15 unknown adjacent level: 1 due to adjacent segment pathology 2 unknown same level: 1 due to adjacent segment pathology 1 due to neurocompression 2 due to non-union 1 due to other. The following complications were recorded per country (australia): surgical complications - postoperative before discharge: 1 other the following complications were recorded per country (belgium): surgical complications - postoperative before discharge: 1 implant malposition. Reoperations: reoperations at any level: 2 due to failure to reach therapeutic goals 1 due to neurocompression 3 due to unknown. Reoperations at adjacent level: 2 due to failure to reach therapeutic goals 1 due to neurocompression. Reoperations at same level: 2 due to failure to reach therapeutic goals 1 due to neurocompression.